Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient had a very hard few weeks with his hands 'freezing' and his feet feels like he was walking on rubber balls. Patient had another injections site infection 2-3 weeks ago that was worse than the first and was on antibiotics for 10 days. Patient also had covid, gout, pink eye, a tooth infection and issues with his bp all in the last month. He had 2 falls yesterday while ambulating and his bp was 128/66. No further information available.